Manufacturer narrative:
(B)(4) .

Event description:
The customer states:" the cartilage was loaded properly on the idrive but when the dr. Pressed the green button to fire, the staplers were not all fired and the stomach was stuck in between the staplers and cartilage, the dr was so upset because it took him some time to remove the stomach from the unfired staplers.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit was fully fired. The anvil clamping mechanism was deformed. The knife bar assembly was buckled. The anvil was severely bowed. Microscopic evaluation showed damage on the cutting edge of the knife blade. Several back extruded staples were observed in the cartridge.functional testing was completed with acceptable results.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bowed anvil and buckled knife-bar assembly may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to r etract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to t issue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the damaged knife blade and back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.